Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturer were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2005, the patient presented with following pre-op diagnosis: lumbar radiculopathy, lumbar spinal stenosis. Patient underwent the following procedures: transforaminal lumbar arthrodesis, l4-5. Radical discectomy, l4-5. Partial corpectomy, inferior end plate of l4 and superior endplate of l5. Placement of intervertebral device . Left and right hemi laminectomy, l4. Segmental pedicle screw instrumentation. Use of fluoroscopy and operative magnification. Right iliac crest bone grafting through a separate sub fascial incision. Use of allograft from same incision. Use of allograft along with rhbmp-2 . As pre op-notes, " .. Incision was made over right superior iliac crest. Bone graft was obtained. Box cutter was used to perform partial corpectomy at superior end plate at l5 and inferior end plate at l4. Using box curets end plates were removed. Trial implant was placed within disk space. A peek intervertebral device was packed with rh bmp-2 and was placed into intervertebral space. Bone graft was placed into intervertebral space to increase chances of bony fusion. Decompression was performed on right side. Intervertebral devices as well as bone graft within disk space. Incision docked over transverse process of l4 and l5 was used. Bone graft was placed between two transverse processes, followed with vitoss which was wrapped with rh bmp-2 as allograft . The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.